Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.